Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified as a result of the indicated phenomenon "error code e116" could not be reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, visera 4k uhd camera control unit had an error 116 occur. The issue was found during preparation for use. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no defects on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.